Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician forced the sheath through the septum, yet it did not want to go through so a bend was forced into the opposite 'deflection'. Therefore the procedure movement was not accurate as the sheath was bend in the opposite direction. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the patient was obese and the septum was very tight making it difficult to get the puncture wide enough to get through it with the sheath. The transseptal was performed with the nrg needle. The crossing was attempted multiple times to get the sheath and dilator through. The patient had dilated atrium and stiff septum. The puncture was located mid-anterior.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician forced the sheath through the septum, yet it did not want to go through so a bend was forced into the opposite 'deflection'. Therefore the procedure movement was not accurate as the sheath was bend in the opposite direction. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.